Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The single use loading unit (sulu) was received fully fired. The knife blade was located half way down the cartridge channel and the firing knob was not fully retracted. Microscopic inspection of the knife blade displayed damage. The firing knob was able to be retracted and upon unloading the sulu, the interlock became disengaged. Functional testing was unable to be performed due to the disengaged interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Replication of the broken interlock may be due to closing the stapler on a sulu with an engaged interlock. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open bowel resection procedure, the jaws of the stapler were difficult or unable to open from the tissue and the reload would not come out. They were able to remove the device from the tissue and opened another to resolve the issue and complete the case. No patient injury has been noted.